Manufacturer narrative:
Update made to d4: **UDI related data quality updates only** correction: d4- unique identifier (UDI) #.

Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tri-lobe balloon catheter and non-gore device (zenith alpha thoracic endovascular graft). Since the devices should be implanted from zone 2 and an anatomical condition was shaggy aorta, bypass surgery was avoided by performing homemade lsa fenestration. After implanting the first device (zta-p-32-201-w1) on the distal side, the second tube (zta-p-34-209-w1) was implanted on the proximal side. Due to a calcification, there was a risk of endoleak, and as expected, an angiography after implantation revealed a proximal type I endoleak. Ballooning was performed at the proximal landing zone and at a position slightly above the proximal region. After about 5 minutes, a sudden drop in blood pressure was observed. When emergency angiography was performed from the ascending aorta, contrast medium leaked outside the blood vessel, and ascending aortic rupture was suspected. The patient experienced cardiac arrest and was diagnosed with cardiac tamponade. Open chest surgery was performed while performing chest compressions. A tear was confirmed between the bare stent and the sealing stent on an inner curvature side of the stent graft, and treatment was performed to close the bleeding site, but the patient did not recover, and the patient was sent to hospital room with his chest closed while connected to pcps. On (B)(6) 2023, the death of the patient was confirmed. The physician believes that the cause of the event was a tear caused by the zenith stent edge, and not the tri-lobe balloon.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® tri-lobe balloon catheter instructions for use (IFU) states, adverse events which may or may not require intervention include, but are not limited to thrombosis and trauma to the vessel wall, including spasm, dissection, perforation or rupture and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.